Event description:
Additional information was received which noted that the shock impedance measurements had decreased, but were not out of range. The patient was continuing to work with their physician. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered an appropriate shock for rapidly conducting atrial fibrillation (af). After the shock, noise was noted on both the right ventricular (rv) lead and right atrial (ra) lead. The patient received 8 inappropriate shocks due to the noise being oversensed. All lead testing and isometrics revealed normal lead measurements. The noise had the appearance of electromagnetic interference (emi). It was noted that the patient was a visitor at the hospital at that time. There were no episodes in the device before or after this event; therefore, it appeared to be an isolated event. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that it was thought that emi was not the issue, but that the leads had insulation damage. The device remains in service.